Event description:
It was reported that the user requested a factory reset after entering meal announcements smaller than usual, which led the pump to adapt to inaccurate inputs and contributed to a low glucose episode when the user later announced and consumed her usual breakfast; support completed the factory reset, advised reconnecting to the same fsl3+ sensor, and restored the prior target while reviewing early-use best practices. Symptoms included hypoglycemia with visual distortion. Outcomes included the need for oral carbohydrate treatment and an unexpected medication-type intervention to correct the low. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the user interface for meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.